Event description:
After four months, chemotherapy catheter eventually thrombosed and could not be cleared with lytic agents. Attempts to remove, unsuccessful. 40cm came out. Minor surgery performed by cutting down on the vein and removed. When this was done it was obvious that a fibrinous-fibrin sheath had formed around the catheter and when the catheter was retracted this sheath came with the catheter but bunched up on itself and stuck to the catheter which prevented its easy removal. Co brings this to FDA's attention more for its unique nature than any complaint about the catheter. Co has seen fibrin sheaths around many intravascular silastic catheters, but this was unique for its length and problem. The pt tolerated this well with no medical sequela.